Manufacturer narrative:
Date of event: used the first day of the month of the bsc aware date since event date not provided.

Event description:
It was reported that balloon rupture occurred. A 16-6/5.8/75 xxl esophageal balloon was advanced for dilatation. However, during procedure the balloon ruptured. There were no patient complications reported.